Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2013. It is alleged that the patient was injured without further explanation. The patient has reportedly expired. Specific details surrounding the patient's expiration are currently unknown, and there is no reported allegation of wrongful death at this time. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Occupation: non-healthcare professional: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the due to bilateral lower extremity deep vein thrombosis (dvt). Patient is alleging organ and vena cava perforation. Patient alleges "lived with the anxiety and concern that his cook celect ivc filter would fail further, but which could not be retrieved without undergoing a serious surgery. [Patient] lived with the knowledge that the ivc filter had perforated outside of [patient] vena cava, perforating [patient] l3 vertebral body." Depression and anxiety. Certificate of death: cause of death: hypertensive cardiovascular disease. Per computed tomography report, "caval perforation: yes. 3 o'clock 3.8 mm grade 2. 7 o'clock 6.9 mm grade 4 extending to the periosteum of the l3 vertebral body. 9 o'clock 3.2 mm grade 2." "Tilt: yes. Right-sided tilt measuring 9.14 degrees."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava perforation, tilt, depression, anxiety. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, tilt, depression, anxiety. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported depression and anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown. The alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.